Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a faulty or unresponsive universal serial bus (usb) port. A field service engineer confirmed keyboard issues on the pyxis device, removed the top cover, switched the keyboard connection to an available usb port, and verified successful login and typing functionality with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was unresponsive with all keys not working; a station reboot was performed, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.